Manufacturer narrative:
The field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported event and determined the most likely cause of the issue is the front panel assembly. After replacing the front panel assembly, the issue was resolved. The fsr reported the device passed all tests and runs according to manufacturer specifications.

Event description:
The customer reported while using the vela ventilator; the device's touchscreen is frozen. The customer reported cycling the power, but the issue was not resolved. The issue occurred during patient-use; the customer reported there is no patient consequence associated with the event.